Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material inside the kit was inconclusive due to the sample condition. The product returned for evaluation was a 4fr t/l powerpicc provena catheter kit. The kit had been opened prior to being returned to bd. When the kit was opened by the investigator, the components were disheveled in the kit and were found outside of their normal packaging configuration. Evidence of preparation for the procedure was seen in the kit (e.g., injection caps were attached to the catheter, one of the saline syringes was attached to the t-lock assembly via a needleless connector, the lidocaine ampoule had been broken and the filter straw was seen within the glass vial, and the 3ml syringe was filled with a clear liquid and the hypodermic needle was attached). A long dark fiber, which appeared to be a hair, was seen in the kit, tangled between the extension legs of the catheter and around the introducer needle. The fiber was slightly wavy and was approximately 13.5¿ long. Under microscopic examination the fiber contained a straight but angled edge on one end. The other end was rounded and slightly wider than the rest of the fiber, this appeared to be the bulb of the hair. Possible contributing factors include contamination during the manufacturing process or after the kit had been opened. Because the kit had been opened, it cannot be concluded when the object entered the kit. A review of the manufacturing documents for this lot did not reveal any deviations or issues associated with the reported event regarding materials, manufacturing, packaging, or the quality control inspections. All necessary inspections were performed throughout manufacturing and packaging.

Event description:
It was reported "today staff found a long black hair when they opened triple lumen kit. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn2140 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn2140) have been reported from the same facility.

Event description:
It was reported "today staff found a long black hair when they opened triple lumen kit. "